Manufacturer narrative:
Eval results- visual inspection of the ipg revealed no anomalies. The returned ipg would not communicate with a test standard patient programmer. An estimate of longevity using the calculator and the patient programmer parameters provided it was determined that the ipg should last for between 43.9 months (at maximum tolerance) and 98.1 months (at perception). The ipg was implanted for approx 47 months. This is considered to be normal battery depletion. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient received a low battery warning. Subsequently, surgical intervention was undertaken and the patient's ipg was explanted and replaced. The patient reported effective stimulation coverage postoperatively.